Event description:
Boston scientific received information that during an implant procedure while attempting to implant the right atrial (ra) lead with a 7f introducer, a small air emboli was noted on x-ray. This introducer is the correct size as per packaging instructions and the physician's handbook. The physician felt the incident could have been avoided by using a smaller size introducer. No adverse patient effects were reported.